Manufacturer narrative:
Review of the mfg and qc records for this lot of product. The mfg and qc records found no deviations from spec. The eval of the returned product confirmed that the sheath buckled. One plug was returned with the tip contaminated with blood. A slight buckle was observed about midsection, with a sharp crease on the inside bend and several small ripples on the outside bend. This appears to have been caused by the application of excessive occlusive pressure. The bend was insufficient to have itself prevented the plunger from passing through. Excessive pressure ovalized the sheath and bent it slightly, causing the reported resistance. The application of pressure on the plunger caused the plunger tip to overcome the resistance and advance slightly, only to become jammed again a few millimeters further, thus creating the several ripples in the sheath outer bend. This severely weakened the sheath/hub interface, but the physician aborted the procedure before separation occurred.